Event description:
It was reported that the patient experienced ventricular tachycardia (vt) and the system delivered shocks however they were "inadequate shocks" so the vt was terminated by external cardioversion. The patient's medication was adjusted and the device and right ventricular lead remain in use. The patient was a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed with no anomalies.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: unk lead implanted 2011 (B)(6). (B)(4).